Manufacturer narrative:
Due to character restrictions in following blocks: d10: concomitant products: cook flexor 7f introducer, terumo guide. E1: event site city: (B)(6). Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The advanta stent balloon broke and remained in the introducer sheath and endovascular snare system was used to retrieve it. The procedure was modified however there was no negative impact on the final outcome for the patient.